Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent ongoing occlusion alarms occurred. Reportedly, customer performed a supply change and resumed insulin therapy. Customer's blood glucose (bg) level was "high", specific value not provided. Reportedly, the customer had nausea. A manual injection was administered to address bg.